Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 57 mg/dl. The mother could not recall any significant events leading to the alarm. The mother stated the customer may have rolled over the insulin pump while sleeping. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The mother agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. No keypad anomaly was noted. No anomaly was noted on the lcd board. The pump had a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.